Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to power on. The customer advised that the batteries in the device were checked and were found to be good. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with technical assistance. Physio has made multiple attempts to contact the customer regarding the status of their devices but has not been successful. It is unknown if the customer will be replacing the devices or returning them to physio-control for evaluation. The devices have not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to power on. The customer advised that the batteries in the device were checked and were found to be good. There was no patient use associated with the reported event.